Event description:
A cgm error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, and the customer planned to perform a reset when ready and to follow up if the issue continued.